Manufacturer narrative:
Concomitant medical devices: 4524-45 lead, implanted: (B)(6) 1996.

Event description:
It was reported that the right atrial (ra) lead had progressively increasing thresholds and had been switched to unipolar. It was also reported that the right ventricular (rv) lead had noise and an insulation breach. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.